Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 6 auxiliary was working. A field service engineer (fse) found no failures were found on arrival. The technician refilled the medications, and the issue could not be reproduced. All tests passed in the test application. Additionally, fse inspected the inseparable and found a smaller magnet, replaced it with a larger one. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station phhicua drawer 6 continued to fail. To recover, user had to access it from the back, release the drawer, and then close it. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.